Event description:
The lens did not fit well in the patient's eye. The incision was enlarged to remove the lens and implant an anterior chamber lens.

Manufacturer narrative:
See MDR 1920664-2009-00105 for the intraocular lens used with this delivery device.